Event description:
The customer called to report water damage after being pushed into a pool while wearing the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent blank display due to moisture damage found on the electronic assembly.